Event description:
Reporter indicated that the site's programming wand failed to program a test generator. A company rep present at the site indicated that the "wand cable appears to have pulled out of the retension graumet". The product has not been received for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.